Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The crep2 reagent lot number was 794457 with an expiration date of 31-jan-2025. The field service engineer (fse) found the naoh tubing was pinched causing an issue with re-priming and a tube was pierced at the rinse station. The fse replaced the naoh tubing, a seal, and the solenoid valve. The fse repaired the tubing at the rinse station and performed mechanism checks. The gear pump pressure was adjusted and the cell rinse levels were checked. The customer had no further issues. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The c701 module serial number was (B)(6).

Event description:
We received an allegation of discrepant results for 2 patient samples tested for creatinine plus ver.2 (crep2) on a cobas 8000 c 701 module. On (B)(6) 2024 patient 1 initial result was 226 umol/l. This result did not correspond to the patient¿s previous results. On (B)(6) 2024 the sample was repeated 4 times with results of 612 umol/l, 608 umol/l, 607 umol/l and 618 umol/l. On (B)(6) 2024 a new sample was obtained and the result was 16 umol/l. On (B)(6) 2024 patient 2 initial result was 621 umol/l. The repeat result was 131 umol/l.